Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that during the first prime, the customer had a no delivery alarm. Troubleshooting was performed and the customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump alarmed no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer declined returning the reservoir.